Manufacturer narrative:
Per report, "customer stated the machine is not creating the steam to inhale. The medicine stays at the same position as it was when he put it in. The machine is also very loud. Customer is supposed to use machine 4 times a day." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer stated the machine is not creating the steam to inhale. The medicine stays at the same position as it was when he put it in. The machine is also very loud. Customer is supposed to use machine 4 times a day."